Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Tandem technical support suspected that the issue was due to an incorrect supply order of cartridges; however, this could not be confirmed. Customer¿s blood glucose level was 391 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.